Event description:
Healthcare professional reported "deflation". This record is for the right side. The device was explanted.

Manufacturer narrative:
Clarification to b3 date of event: partial date of may 2026. Patient told the healthcare professional that "it happened sometime last week", relative to when they were examined in the office on (B)(6) 2026. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.